Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the exposure of the conductive link. An inflammed radical cavity has reportedly contribued to the issue. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
It was reported that the conductor link was exposed. The user had an inflammed radical cavity, which had reportedly caused or contributed to the issue. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the conductor link had extruded. The user was re-implanted.